Event description:
During inspection, it was found that the tip of the drill guide was broken. According to the sales rep, it was broken during surgery because it was used with 2.6mm drill and they collided.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the sleeve broke could be confirmed. Based on investigation, the breakage was caused by a wrong angulation of the drill guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During inspection, it was found that the tip of the drill guide was broken. According to the sales rep, it was broken during surgery because it was used with 2.6mm drill and they collided.